Manufacturer narrative:
Title: percutaneous image-guided thermal ablation of bone metastases: a retrospective propensity study comparing the safety profile of radio-frequency ablation and cryo-ablation source: international journal of hyperthermia 2020, vol. 37, no. 01, 1386¿1394. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the safety profile of percutaneous image guided radio-frequency ablation (rfa) and cryoablation (ca) of bone metastases before and after applying a propensity score analysis. Between january 2008 and april 2018, a total of 274 consecutive unpaired patients were identified with 53 patients receiving rfa and 221 patients with ca. There was one patient who experienced septic shock due to an infection of the rfa site leading to the patient¿s death.